Event description:
User facility mandatory medwatch recieved, which stated the following: "piece broke off into pt, item removed from pt." Physician attempted arteriotomy closure with a perclose at (closure ak). The device reportedly broke during insertion. The physician was unable to remove the device. Medical staff held manual pressure and a vascular surgeon was called in. The pt was taken to surgery for removal of the device, pt reportedly "did ok." Although requested no add'l info is available.